Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, does and concentration not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient developed an infection leading to a total system explant. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the physician explanted the original system. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.